Manufacturer narrative:
Date of event: exact date unknown, event occurred some time since date of implant.

Event description:
It was reported that the patient lost stimulation coverage due to paddle lead migration. The paddle lead slipped down two vertebral bodies. The patient underwent a paddle lead replacement procedure and was doing well post-operatively. No device malfunction was suspected. The explanted paddle lead was discarded.